Event description:
X-ray revealed conical subtalar implant (csi) migrated from original implanted position. Surgeon elected to remove original implant and replace with a larger size.

Manufacturer narrative:
Awaiting explanted device or lot information.